Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported there was a suspected overdischarge. They couldn't communicate with the 8840 or the patient programmer. The insr (re charger) won't charge the ins. They were to schedule a prm on monday. The last charge was in (B)(6) 2018 and at that time the ins was charged to 75%. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the overdischarge was that the patient turned off their device on (B)(4) 2018 and didn't realize it needed to be charged while the device was off. The patient had an appointment to charge the device on monday, (B)(4) 2018. There were no further complications reported.